Event description:
Consumer called to report comparing her meter to lab readings and getting differing results. Analysis run on consensus error grid (ceg) using lab reading (41) as reference point vs. Bd readings (92) yielded data points in the d range of the grid, ouside of acceptable limits.